Event description:
A male patient contacted lifecor customer support to report that the battery pack would not fit into the monitor. Support had patient look into the monitor, and the patient noticed a bent battery pin. Support sent the patient a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device manufacture device- monitor, battery pack - 12/2005, battery pack - 04/2007. Device evaluation summary: device evaluations of monitor, the two battery packs have been completed. The reported problem was confirmed. The monitor had a damaged battery connector. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. The second battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The first battery pack was retested and found to be functionally normal. It was restocked. The damage connectors on the monitor and battery pack were replaced. No adverse events resulted from the damaged monitor and battery pack. The patient received a replacement monitor and two replacement battery packs.